Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has been alarming motor error for a couple of months. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 138 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.